Event description:
Previous emdr submission noted right side rupture with silicone lymphatic node. Upon further review of information, allergan aesthetics has determined that this record is a duplicate record. Please see emdr-13442 as the operating record related to this complaint.

Manufacturer narrative:
It has been identified that this record, mrn 9617229-2024-02456, is a duplicate of mrn 9617229-2023-31584. Please see mrn 9617229-2023-31584 for reportable events.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of lymphadenopathy is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: lymphadenopathy and rupture.

Event description:
Healthcare professional reported right side rupture with silicone lymphatic node. Device has been explanted and replaced with a non-allergan product.